Event description:
Customer reported she was attempting to administer insulin, the device froze and now the buttons do not respond. After she was able to enter bolus but when she was entering her carbohydrates the numbers kept scrolling and they wouldn't stop. The back light was also on and it wouldn't turn off. Customer's blood glucose was 174 mg/dl. Customer was not aware of any moisture damage. The device was dropped but nothing significant had occurred in the last few days. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.